Event description:
Additional information: an infection was indicated. The patient's pump and catheter were explanted. The patient was without injury; and had recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump later revealed no anomaly. The following catheter components received by the manufacturer were noted as the following: sc assembly, proximal, and pin connector. Analysis of the catheter revealed no significant anomalies. Tears/coring in the cup of the sc connector was indicated. (B)(4).

Event description:
The patient experienced a return of symptoms/increased baseline spasticity intermittently. Programming was checked and confirmed to be correct. The physician was questioning a positional catheter issue. They were performing unspecified diagnostic studies. It was noted that the patient had a catheter revision in the past; no additional details were provided about the prior revision. The device system was used to deliver baclofen. A follow-up report will be sent if additional information becomes available.